Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pad printing was removed at the tube extension. Several areas of the orange surface had material missing. Failure analysis also observed that the tube extension was cracked at the proximal clevis interface. The clevis was not dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. The evidence was inconclusive, but the tube extension likely broke due to excessive side loading or other mishandling/misuse. The instrument passed electrical continuity testing. In a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. Failure analysis found a small fissure on the distal end of the main tube. The location and type of main tube cracking identified in this report differs from main tube cracks capable of leaking electrosurgical energy. The location of these cracks on the instrument main tube in this report is limited to an area where the main tube of the instrument covers the extension insert, essentially providing double insulation of the tube, with additional silicone seal adhesive bonding. There is no parting of material in these cases and there is no propagation or growth of the cracks. The cracks appear to be a result of leverage force caused by exposing the instrument tip to excessive side load force or mishandling (for example instrument drops). There are no reported cases of energy leakage from cracks in this area. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the orange paint was noted to be coming off/chipping off the monopolar curved scissors instrument during reprocessing. No patient harm, adverse outcome or injury was reported.